Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported a breach in the transformer housing. She did not report any fire, spark, or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on april 4, 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump was broken and had exposed wires which is a safety risk.